Event description:
An everflo oxygen concentrator was returned to a third party service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at a third party service center, thermal damage to the power cord was observed. The power cord was replaced to address the issue.